Event description:
11/13/96 the pt was taken to the cath lab for a left heart catheterization, left ventriculogram, and coronary arteriogram. The arteriogram showed a high grade 95% stenosis of the proximal left anterior descending clad artery. The films were shown to the family and the decision was made to proceed with stent insertion into the lad. Dr. Wrote in the cardiac cath report that angioplasty was done to the proximal portion of the lad. A stent was then deployed. This stent was then pulse dilated with the balloon. Following the pulse dilatation, staining of the left main coronary artery was noted. An injection showed excellent patency of the lad with good flow but with mild dissection of the superior portion of the left main coronary artery. Immediate surgical consultation was obtained, and the decision was made to proceed with coronary artery bypass grafting. A #8 french intra-aortic balloon pump was placed, and the pt was sent to surgery.